Event description:
The patient was not having good audiological results with the vibrant soundbridge and was not in the indication criteria anymore. The patient was re-implanted with cochlear implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. According to the information from the field, the patient was no more in the audiological criteria for the vibrant soundbridge after implantation surgery. The patient has been re-implanted with a cochlear implant. The damages found during investigation are contributable to explantation surgery. This is a final report.

Event description:
The patient was not having good audiological results with the vibrant soundbridge and was not in the indication criteria anymore. The patient was re-implanted with cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.